Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the device header. The lead was eventually inserted and the device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.